Manufacturer narrative:
Please see MFR numbers 3012307300-2018-03076, 3012307300-2018-03378, 3012307300-2018-03379, 3012307300-2018-03380, 3012307300-2018-03381, 3012307300-2018-03382, 3012307300-2018-03383, 3012307300-2018-03384, 3012307300-2018-03385, 3012307300-2018-03386, 3012307300-2018-03388, 3012307300-2018-03389, 3012307300-2018-03390, 3012307300-2018-03391, 3012307300-2018-03392, 3012307300-2018-03393, 3012307300-2018-03394 for related device incidents.

Event description:
Distributor reported their cadd administration set tubing was causing infusion pumps to fail delivery accuracy tests. The administration set tubing was not used with a patient and distributor pre-use testing indicated problems with over infusion.

Manufacturer narrative:
30 samples were returned for analysis in unused condition; 18 of them were inside a plastic bag and the remaining 12 were inside their original sealed packaging. Visual inspection of the sample found no discrepancies. Functional testing included accuracy testing. The samples were tested for accuracy using an ambulatory infusion pump to look for unusual function. No discrepancies were detected, and the accuracy tests were passed successfully. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could cause or contribute to the field observation, no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed.